Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a letter from the food and drug administration that the customer passed away most likely at home. The cause of death was listed by medics as natural causes, but the reporting party believes it was the loss of consciousness where the customer fell in the toilet and broke their neck / cut off their airway that caused their passing. The caller stated that the customer had no other illnesses that may have led to the customer's passing, and was in her best health in years. The customer¿s blood glucose was in the 70 mg/dl range the evening before they passed. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The customer had been preparing for knee surgery and had been cleared by every necessary doctor. The customer was cremated and no autopsy was performed. The reporting party did not know what caused the customer to lose consciousness and how low their blood glucose was. The caller declined to return the insulin pump for analysis.